Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and mildly calcified mid right coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was crossed in a 3.2mm non-boston scientific stent without a problem, but when pressure was applied up to 8 atmospheres, the balloon ruptured. The dilation was performed with a different device. As per physician's opinion, the cause seemed to be the stent strut or the calcification of the vessel. No complications were reported.